Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor glucose value and blood glucose value had high difference. The customer¿s blood glucose was 200 mg/dl and sensor glucose value was 40 mg/dl. Insulin delivery was not suspended due to sensor values the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump clip was broken. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.